Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing on (B)(6) 2025, the customer's bronchofibervideoscope tested positive for 300 colony forming units (cfus) of streptococcus group blood., neisseria sicca, and neisseria flavescens. All channels were sampled. The device previously tested positive 01dec2025 and 05dec2025. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.